Manufacturer narrative:
(B)(4). Insulin pump received with a pump error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to pump error alarm. Pump received with cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.